Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage at the distal tip. Missing material, approximately 0.05¿ x 0.02¿, was not returned. The complaint was confirmed by failure analysis. A review of the harmonic ace instrument images associated with this event has been performed. The following additional information was provided: there does not appear to be any damage to the instrument in the attached pictures. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted duodenoplasty surgical procedure, the harmonic ace instrument was noticed to have a plastic gasket that was suddenly found to be broken. The chief surgeon did not notice whether there were instruments colliding with each other. The instruments were checked before the operation and the plastic spacer was intact. The customer used a spare instrument to proceed with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.